Manufacturer narrative:
The technician investigated and found the capacitor on the knee motor was weak. The capacitor was ordered for the customer to replace.

Event description:
Info received indicates when the head up switch is pressed the knee will lower.